Manufacturer narrative:
The field service representative replaced a fuse on the analyzer. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for one patient sample from cobas 6000 e 601 module serial number (B)(4). The initial result was 97 ng/l and was reported outside of the laboratory to the clinician. A new sample was drawn from the patient three hours later and the result was 7 ng/l. The first sample was then repeated with a result of 9 ng/l.

Manufacturer narrative:
The calibration data was acceptable, but lower than expected. Qc recovery was acceptable the day of the event. The alarm trace did not show an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer had an additional questionable troponin t hs result. On (B)(6) 2019 patient 2 initial result was 28.93 ng/l with a data flag. The repeat results were 55.47 ng/l and 28.33 ng/l. The questionable result was not reported outside of the laboratory.